Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and has fractured on the medial side of the post feature. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause related to transit damage as the tray was dropped during the transport and caused tasp to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured during transport. Attempt for further information has been made, but no further information has been provided.